Event description:
The patient presented with a left m1 occlusion. The physician introduced a 054 penumbra system catheter into a shuttle sheath with a check-flow introducer. The 054 catheter was a tight-fit into this type of sheath. The physician continued to advance the catheter to the target site and then introduced the separator. However, the separator was unable to advance past the tip of the catheter. The physician then decided to pull the 054 system out and used an 041 system which allowed him to successfully revascularize the occluded vessel. According to a statement made by the physician, he recognized that he may have crimped the catheter when inserting it into the sheath, but decided to use the catheter anyway.

Manufacturer narrative:
Conclusion: according to the report by the sales representative in a follow-up with the physician, the shuttle sheath with the check-flow introducer was too small for the 054 catheter. The physicians attempted to manipulate the catheter so that it would pass through the sheath probably caused the catheter to deform an flatten at the tip. This type of damage would make it impossible to pass the separator through the end of the damaged catheter. As per FDA guidance on (B)(4) 2009, catheter kinks are reportable incidents.